Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 602 mg/dl. Customer's other blood glucose was 599 mg/dl, 414 mg/dl. The customer did experience the symptoms such as thirst. Customer was treated with manual injection for the high blood glucose level. The insulin pump will not be returned for analysis.